Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents. No unexpected low battery now alarm in the long trace and pump history noted. Replace battery alarm, power loss alarm and power error alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery alarm, power loss alarm and then alarmed power error was triggered when the backup battery unloaded voltage (unloaded vlith) was less that 3.7v for consecutive 240 minutes due to connector resistance. After disconnecting and reconnecting the internal battery connector at connector board, insulin pump was monitored and functioned properly. The insulin pump was received with minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a power error detected. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. It was noted that the customer called back to report that the power error detected alarm recurred twice after troubleshooting the previous occurrence. The device was returned for analysis.

Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump received with normal operating currents. No unexpected low battery now alarm in the long trace and pump history noted. Replace battery alarm, power loss alarm and power error alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery alarm, power loss alarm and then alarmed pump error was triggered when the backup battery unloaded voltage was less that 3.7v for consecutive 240 minutes due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board .insulin pump was monitored and functioned properly. Device was received with minor scratched lcd window.

Manufacturer narrative:
The initial report had the wrong aware date. The correct aware date is (B)(4) 2017.